Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a sigmoidectomy procedure, one side of the staple line was stapled, but the other side was not stapled. The case was completed by additional suture. There was no adverse consequence to the pt.